Event description:
A tech reported that following intraocular lens (iol) implant surgery, a pt experienced a myopic surprise and the iol is slightly off the intended axis. The tech also reported that the pt sees a "smudge" in the center of vision since one day postoperatively. She also reported that the surgeon has referred the pt to a corneal specialist. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/16/2010, 02/17/2010, and 03/03/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).